Event description:
It was reported that the customer had two blurred spots on the display making it difficult to read. There was no reported impact on the customer's blood glucose level. The customer is in the process of obtaining a new device as they are currently out of warranty, and they declined any follow-up from customer technical support at this time.